Event description:
It was reported after the pt's trial procedure he experienced arm numbness. The pt was advised to consult with the physician regarding this issue. On (B)(4) 2013, an sjm rep went through troubleshooting attempts with the pt and it was found the numbness resolved upon turning off system stimulation. Therefore, the physician was notified and the pt was advised to keep stimulation off until he consulted with the physician. On (B)(4) 2013, follow-up identified the pt was no longer experiencing arm numbness; however, he was experiencing numbness in his other extremities. A CT scan confirmed no anomalies. The scs leads were explanted and the issue resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.